Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient called stating she had right knee replacement on (B)(6) 2016 and was revised on (B)(6) 2018 due to knee not bending.